Event description:
It was reported that the patient presented to emergency room because of multiple inappropriate shocks delivered due to oversensing on their right ventricular (rv) lead. Furthermore, an x-ray showed that their rv lead had dislodged. Therefore the physician elected to explant and replace the rv lead. The patient was in stable condition.